Manufacturer narrative:
Detailed analysis is pending.

Manufacturer narrative:
No visual anomalies were noted. The device was noted to have failed the testing of the output bridge both automated and manually. This pattern of failures is consistent with a device damaged due to electrical overstress. However, there were no allegations reported while the device was implanted. In addition, information contained in the device memory indicated that at the time of explant the device was capable of delivering therapy. This device also passed the labeled longevity calculation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)was explanted due to normal battery depletion. However, initial analysis revealed a device anomaly. No adverse patient effects were reported.